Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported events of the power module (serial number: (B)(6) being unable to power on and making a clicking noise was unable to be confirmed. The device was not returned for analysis. Provided information indicated that the power cable and backup battery were inspected for damage, but none was found, and that no cause for the reported event was able to be identified. The root cause for the reported event was unable to be determined via this investigation. The heartmate 3 instructions for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 instructions for use, section 10, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 patient handbook was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed revealed no deviations with manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon plugging the power module to various functioning outlets, the power light remained illuminated yellow. The power module was noted to have an audible clicking sound when plugged in to the outlet. As of 28feb2025, the cause of the clicking sound remained unidentified. Both the power cable and the power module backup battery had been inspected, but no issues were discovered.